Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
User report 1294412002025000007 was received on 06jan2025. The customer observed falsely elevated architect stat high sensitive troponin-I result which the physician skeptical about one patient. The physician requested to undergo inpatient treatment, however the patient refused and discharged from the hospital. There were no unnecessary treatment or medication given to the patient due to falsely elevated troponin results. The result provided were: on 31dec2024 initial= 1223.60 pg/ml/repeated after troubleshooting of analyzer=0.0 pg/ml (reference range=< 26.2 pg/ml) there was no reported impact to patient management.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result which the physician skeptical about one patient. The physician requested to undergo inpatient treatment, however the patient refused and discharged from the hospital. There were no unnecessary treatment or medication given to the patient due to falsely elevated troponin results. The result provided were: on (B)(6) 2024 initial= 1223.60 pg/ml/repeated after troubleshooting of analyzer=0.0 pg/ml (reference range=< 26.2 pg/ml). There was no reported impact to patient management.

Manufacturer narrative:
This follow-up submission is being submitted for a correction to section b5 as below: b5: describe event or problem: describe event or problem: removed the statement from the event description: "user report (B)(6) was received on 06jan2024." This information is for a user report number submitted to a china competent authority and not the us FDA. Therefore this information should not have been included in the MDR.

Event description:
User report (B)(4) was received on 06jan2025. The customer observed falsely elevated architect stat high sensitive troponin-I result which the physician skeptical about one patient. The physician requested to undergo inpatient treatment, however the patient refused and discharged from the hospital. There were no unnecessary treatment or medication given to the patient due to falsely elevated troponin results. The result provided were: on (B)(6)2024 initial= 1223.60 pg/ml/repeated after troubleshooting of analyzer=0.0 pg/ml (reference range=< 26.2 pg/ml) there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) inspected the instrument, observed the wash zone was not rinsing properly and the fse replaced three arc tbg/sn (B)(6), which resolved the issue. The instrument service history review revealed one additional service ticket associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the arc tbg/sn (B)(6) did not identify an increase in complaint activity. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results and for the removal, replacement, and verification of the arc tbg/sn (B)(6). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr, sn (B)(6). Or arc tbg/sn (B)(6).